Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2007: the patient was preoperatively diagnosed with left l4-5 herniated nucleus pulposus and underwent following procedures: left l4-5 transforaminal lumbar interbody fusion, with cage, bone morphogenic protein, bone marrow aspirate, and local autograft. L4-5 posterolateral fusion, with cage, bone morphogenic protein, bone marrow aspirate, and local autograft. L4-5 posterior non-segmental instrumentation, with percutaneous pedicle screws and rods. As per op-notes "the disk space was trialed for an implant. An appropriate sized cage was selected and a bone morphogenic protein sponge was placed into it. Additionally, a bone morphogenic protein sponge and graft putty was placed anteriorly in the disk space. Bone marrow was aspirated and combined with local autograft and graft matrix. The cage was then inserted, taking care to protect the exiting and traversing nerve roots under fluoroscopic guidance. Local autograft was then packed laterally to the cage and compacted with a tamp." The patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.